Event description:
Customer reported that the device tested positive to bacteria on two occasions. Customer completed a third test and no growth found after 7 days. The issue found during a microbiology environmental culture test. Device test results are below with the following dates: (B)(6) 2022: e coli 10-100 colonies, pseudomonas aeruginosa: 10-100 colonies. Scope withdrawn from use for retesting. (B)(6) 2022: enteric gram neg rod - 1 colony. Scope remained withdrawn from use, retested. (B)(6) 2022: no growth after 7 days. There are no patient infection or harm associated on this reported event.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The device was tested positive, however, there was no growth found on the third culture test after 7 days. The device remained out of use. To date, there is no patient infection or harm reported. Below are information on customers cds checklist: pre cleaning performed before and after procedure. Cleaning brush- model endoselect patency brush sweeper channel brush (disposable), disposed every single use. Asepti rapidzyme -the detergent used for cleaning biopsy valve, and air/water valve, and suction valve not brushed. Biopsy valve, air valve, and suction valve disinfected / sterilized in aer (reprocessor) model soluscope series 3. Detergent solution- soluscope cln+ disinfectant-sol p, sol p batch number d21581s aw channel, suction channel, and auxiliary channel flushed with alcohol endoscopes dried prior to storage. Storage cabinet well ventilated. Water bottle reprocessed via autoclave. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.